Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 39 mg/dl with an unknown cause. Customer treated bg by drinking juice. Customer consulted with healthcare provider (hcp) regarding the event and the hcp recommended basal rate changes. The customer successfully adjusted the basal rate with tandem technical support. The customer did not upload pump data, therefore no log review could be performed.